Event description:
It was reported, the patient¿s device turned off and back on and the patient was not able to correlate any history of activity with the off/on feeling. The patient had intermittent therapy. Impedance tests were within normal limits for all positions. The patient denied any consistency with the occurrence and the occurrence did not present itself during the patient¿s appointment. Group b created using no electrodes used in group a. The patient was going to run group b for a day, then group a for a day and planned to do this rotation ongoing until she identified any occurrence of the reported issue. The cause of the issue was not determined. At the time of the report the patient was alive with no injury. No outcome was reported for this event and additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported the patient's device turned off and back on and the patient was not able to correlate any history of activity with the off/on feeling. Stimulation would shut off for a few seconds and then come back on. The patient had intermittent therapy. The patient was seen by a manufacturer representative (rep) on (B)(6), and the rep interrogated the ins. Impedance tests were within normal limits for all positions (upright, supine, left and right sides). The patient denied any consistency with the occurrence and the occurrence did not present itself during the patient's appointment. Group b created using no electrodes used in group a, and left group a unchanged. The patient was going to run group b for a day, then group a for a day and planned to do this rotation ongoing until she identified any occurrence of the reported issue. The patient was reportedly very pleased with the stim coverage of group b. The cause of the issue was not determined. At the time of the report the patient was alive with no injury. No outcome was reported for this event after additional information was received and follow up attempted. If additional follow-up is received, a follow-up report will be sent.